Manufacturer narrative:
Concomitant medical products: unknown lead, implanted: (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their previous implantable pulse generator (ipg) "screwed up." The device was explanted and replaced. No patient complications have been reported as a result of this event.